Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon reaming acetabulum with 53 reamer. Base of reamer broke off of grater portion of reamer. Grater portion was stuck in acetabulum. Surgeon tried to remove it and took off shards of grater one by one until he was able to remove it all.